Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that after having MRI (magnetic resonance imaging), the patient was experiencing pain in the buttocks and had a red mark at the implant site. It was noted that the patient feels that the ipg is no longer smooth in the body and it might be an infection.